Manufacturer narrative:
Product event: (B)(4); if information is provided in the future, a supplemental report will be issued.

Event description:
During a plastics case, it was reported that the plasmablade device tip caught on fire. There was no injury to staff or the patient reported.